Event description:
There was no pt involved in this event. The device will not power on. A device in the fault mode if left undetected could result in the failure to performed as directed if required.